Event description:
Per information provided: on (B)(6) 2010: patient was diagnosed with recurrent incarcerated left inguinal hernia thereby underwent open repair with the implant of perfix plug mesh (device #1). Per operative notes, ¿a perfix plug mesh (device #1) was placed and sutured.¿ on (B)(6) 2017: patient was diagnosed with recurrent left inguinal hernia, right indirect inguinal hernia thereby underwent a laparoscopic repair with implant of bard soft mesh (left side ¿ device #2) and right-side bard soft mesh (device #3, device #4). Per operative notes, ¿on left side one bard soft mesh (device #2) was placed and sutured. On right side hernia sac was dissected. Two bard soft mesh (device #3, device #4) was placed and sutured.¿ on (B)(6) 2018: patient was diagnosed with left post hernia inguinodynia, pain, scar tissue thereby underwent open repair with explant of perfix plug mesh (device #1) and bard soft mesh (device #2). Per operative notes, ¿scar tissues were divided. Perfix plug mesh (device #1) and bard soft mesh (device #2) was excised completely.¿ on (B)(6) 2018: patient was diagnosed with deep groin pain thereby underwent repair with nerve block, placed fentanyl, gabapentin, and hydrocodone for pain relief. (Note: no ae found regarding implanted mesh). On (B)(6) 2018: patient was diagnosed with left lower quadrant pain; right lower quadrant pain thereby underwent repair with bilateral ilioinguinal nerve block. On (B)(6) 2019: patient was diagnosed with left lower quadrant pain; right lower quadrant pain thereby underwent repair with bilateral ilioinguinal nerve block.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2015) is considered to be a best estimate. This emdr represents the bard soft mesh (device #2). An additional supplemental emdr was submitted to represent the bard perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.